Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead oversensed noise. Programming changes were performed to resolve the problem. The patient was in stable condition.